Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) of batch number 74c1702051 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged defect and determine any root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges the device did not spray. Alleged malfunction reported as occurred during use. There was no report of patient injury or consequence. Patient condition reported as "fine".